Event description:
It was reported that during an l2-l5 mini-invasive lumbar fusion procedure, the screw would not stay attached to the extender. The extender popped off from the screw multiple times during implantation. The surgical time was extended approximately 45 minutes. The pedicle screw finally was replaced to a new screw and the extender worked correctly. No patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.